Event description:
It was reported that during a laparoscopic gastric bypass procedure, all of the trocars were leaking. The case was converted to an open due to the inability to maintain adequate flow to complete the case laparoscopically. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe.